Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented in the clinic for an annual examination. Upon review, the ventricular pacing lead was found to have a high impedance, and an x-ray showed the lead to be severely worn. The lead was explanted and a new lead was implanted. The patient was stable after the procedure.

Manufacturer narrative:
Health professional.

Manufacturer narrative:
A complete lead was returned for analysis in two pieces measuring 43.8 cm (connector portion) and 14.8 cm (distal portion) with the explant tool protruding. Visual and x-ray examination of the connector portion found the outer coil broken and separated with the insulation intact due to clavicular crush from 27.5 cm to 28.6 cm form the connector pin. Visual and x-ray examination of the distal portion found the helix extended and clogged with blood and no other anomalies. No internal shorts were noted. The reported event of high pacing impedance was confirmed and attributed to the clavicular crush damage.